Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter, receiver, and smart device occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Nordic bluetooth device pairing test was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter passed. The share log was reviewed and the logs showed signal loss on the issue date. The reported defect was not found with the transmitter. The customer complaint of loss of connection was confirmed. The root cause could not be determined.